Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of spike connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim: verbatim: this is regarding the pr ID (B)(4) ER has stated ¿our institution has been experiencing problems with the bd alaris pump infusion set (sku 2420-0007) connecting to infusion bags. There have been multiple reports of spikes slipping out of the infusion ports of bags while medication are being infused (these have occurred with different bag manufacturers and medications) and also difficulty removing the spikes from bags when necessary (most often with baxter empty intravia 50 ml containers).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.